Event description:
A report was received that the patient had a failed dcs. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had a failed dcs. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Explant date: 2014 additional information was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.

Event description:
A report was received that the patient had a failed dcs. The patient will undergo an explant procedure.